Event description:
Ams received info from a patient who was implanted with perigee and apogee graft on (B)(6) 2005. Patient claims she had 3 general anesthetic surgeries to correct the erosion of the material. She stated she is having the mesh removed in 2009, due to bladder spasms and discomfort. No further info has been provided. Unsure if the mesh has been removed at this time.